Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including hernia recurrence, pain and revision surgery post implant of bard flat mesh. The instructions-for-use supplied with the device lists hernia recurrence and pain as possible complications. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the date of manufacturer (15-nov-2021) is considered to be a best estimate and the date of event (18-feb-2025) is considered to be a best estimate based on awareness date. This MDR represents the bard flat mesh (device #2). An additional MDR was submitted to represent the 3dmax mid (device #1). Should additional information be provided, a supplemental emdr will be submitted. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient was implanted with 3dmax mid mesh (device #1) (cat# 0116322; lot# hugqab10). During a inguinal hernia repair surgery on (B)(6) 2022.. It was alleged that the patient had recurrent right inguinal hernia and thereby underwent repair with the implant of bard flat mesh (device #2) (cat# 0112680; lot# hufy0486) on (B)(6)2023, during the procedure the surgeon noted that the "scarring around the hernia sac and the cord structures". It was also alleged that patient experienced hernia recurrence, chronic pain and additional surgical intervention which have impaired daily activities post implant of both meshes. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the device was defective. This file represents bard flat mesh (device #2).